Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted a partial lead was returned with a lead removal wire in the distal conductor. The partial lead was returned and is missing the serial number and the insulation at the connector. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and high pacing impedance. It was noted the impedance had since dropped. The lead was explanted and replaced. No patient complications have been reported as a result of this event.